Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s) triclosandosage form suture/solid/parenteral strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported that the suture was detached from the needle during use. It was not a control release needle. No adverse patient consequences were reported. No additional information was provided.